Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records for the bone cement were reviewed and found to be conforming to requirements at the time of manufacture. This device is used for the treatment of the patient. A review of the primary revision notes revealed no problems during the surgery. Knee range of motion was 0 to 150 degrees, stable in all planes and the patella tracked well. Pre-operatively for the revision surgery, the patient was fully evaluated with no evidence of infection. There was a concern for instability and loosening of the femoral component. During the revision operation it was noted that there was the presence of chronic inflammation. The notes gave no indication of any looseness in the components. Using a saw and instruments, the surgeon was able to remove the femoral component with no bone loss noted. Zimmer package insert nexgen cr-flex and lps-flex gender solutions female, knee femoral components states pain, loosening of the prosthetic knee components, and joint instability as potential adverse effects of the surgical procedure. A definitive root remains undetermined with the information provided.

Event description:
It was reported that the patient was revised due to pain.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.